Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with severe aortic stenosis and an interventricular septal bulge, access was obtained via the right femoral artery using an 18 fr introducer sheath. The delivery catheter system and valve were inserted and advanced over a medtronic guidewire. A hat marker was verified in descending aorta for orientation control. While traversing the arch, hat marker flipped toward the inner curvature. Delivery catheter was pulled back into the descending aorta and flush ports were reorientated at 1-2 o'clock position to improve commissural alignment. After crossing the arch in a left anterior oblique projection, hat marker orientation towards the outer curvature in ascending aorta was confirmed. Subsequently, the valve was deployed to 80% under fast pacing, but it dislodged into the left ventricular outflow tract (lvot). Upon an attempted recapture, the valve dislodged into the ascending aorta where it was fully recaptured. The valve was deployed to 80% a second time, and once again dislodged into the lvot. While recapturing the valve, the valve dislodged into ascending aorta where it was fully recaptured. In the third attempt, the valve was deployed successfully at a implant depth of 4.0 mm. Subsequently, an unspecified conduction disturbance occurred and the temporary pacemaker lead was switched from femoral to the neck. After switching the temporary pacemaker lead, a dissection and narrowing of the right external iliac artery was noted and a balloon angioplasty was performed. The following day, the patient developed a type a dissection, starting at the crown of the valve. The patient was offered ascending aorta replacement, but declined and passed away that morning.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-23, serial/lot #: (B)(6), ubd: 01-mar-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: image review: pre-implant computed tomography (CT) provided from (B)(6) 2024. The annulus perimeter is 65.3 mm and perimeter derived is 20.8 mm suggesting a 26 mm evolut per sizing matrix. Sov mean diameter is 27.6 mm. Lvot perimeter and perimeter derived diameter are 63.6 mm/20.2 mm. Aortic valve appears moderate to heavily calcified. Aortic root angle is 46°. Regions of narrowing < 5 mm with possible dissections seen in right iliofemoral vessel (rci and rei). Intra procedural fluoroscopic images were provided for review. There is evidence of three deployment attempts, and the valve was deployed on the third and final attempt. The valve appeared to move ventricular during the first and second deployment attempts. It was reported that the valve dislodged aortic each time during recapturing; however, the recaptures were not saved on fluoroscopic. The third and final deployment, the valve depth was approximately 4mm which would be deemed appropriate. Final angiogram shows that the final depth appeared to be slightly deeper, approximately 5-6mm, trace paravalvular leak and no evidence of aortic dissection. As stated in the instructions for use (IFU), bioprosthesis implant depth >5 mm may contribute to an increased risk of conduction disturbances, which may require a permanent pacemaker. Two transthoracic echocardiograms images from (B)(6)2024. First transthoracic echocardiogram (tte) images provided were taken the afternoon of dos. Thickened left ventricular wall. Device implant appears deep, measuring ~ 8 mm on the anterior side of the frame and ~11 mm on the posterior side. No pvl seen. Peak velocity across the aov is 1.7 m/s and pressure gradient is 11 mmhg. Second tte images provided were taken the night of dos. Suboptimal image quality provided. Possible pericardial effusion noted. Right ventricular collapse, consistent with pericardial effusion. Highly mobile, echogenic structure seen inside possible pericardial effusion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 conclusion: the review of manufacturing records (B)(6) confirmed that no anomalies were related to the tissue valve serial number (B)(6), documentation shown that all processes were carried out to documented manufacturing procedures, additionally all inspection criteria were met. No issues were identified that would have impacted this event. Medical safety reviewed the labeled adverse events of conduction disturbance, external iliac artery dissection treated with a balloon angioplasty, type a dissection and subsequent death. Based on the information provided, the events of valve dislodgements were likely related to the valve as it was unable to be positioned in the annulus. The conduction disturbance of complete heart block was likely related to the valve and interaction with the cardiac conduction system. The external iliac artery dissection was possible related to the delivery system or an ancillary device used during the procedure (guidewire, sheath¿) the type a dissection with subsequent death was likely related to the valve as echocardiography indicated the dissection started near the crown of the valve. Patient anatomy of severe aortic stenosis and an interventricular septal bulge were possible contributing factors to the events. Based on the information provided the paravalvular leak (pvl) was likely related to the valve as it did not provide an adequate seal. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy, and the cause of the reported dislodgement could not be conclusively determined with the limited information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Vascular access related complications, such as bleeding and aortic dissection, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the information available, an assignable root cause of the vascular complication cannot be determined and the relationship to the dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Conduction disturbances, including complete heart block, are known potential adverse effects per the device IFU and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve (tav). Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. In this case, a permanent pacemaker was not implanted. With the information available, no root cause can be assigned, however it is likely that the implant depth is a major contributing factor. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. With the information available, no root cause can be determined, however based on the image review it is likely that the valve was the improper size for the patient. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. There was no information to indicate a device malfunction, or a quality deficiency was related to this event. In this case, no root cause can be identified, however the procedural complications and possible mis-sized valve are likely contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, trace paravalvular leak (pvl) was observed following successful implant of the valve and complete heart block (chb) subsequently occurred. The chb resolved on its own. Additionally, the minimum diameter of the access vessel was 7.4 millimeter¿s (mm), and the cause of the dissection was unknown. Per the physician, the guidewire did not contribute to the dissection, but the valve and dcs could not be excluded as contributing factors to the dissection. Per the physician, the valve was associated with the death.